Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Additionally, after turning the pump back on, the customer received a cartridge alarm 5. The customer reported a blood glucose (bg) level of 390 mg/dl. It was confirmed that the customer would use insulin pens to address bg level. It was indicated that the customer would consult with health care provider regarding obtaining u-100 insulin to fill the cartridge with.